Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not pumping out insulin. The customer stated the settings were checked on the insulin pump, but the issue persisted. It was found insulin did not exit when the act button was pressed. The customer's blood glucose was 8 mmol/l. The customer reported the insulin pump was able to rewind, but insulin did not squirt out. The customer stated they repeated the process again, but received a max filled reached message. The alarm history showed the customer had a no delivery alarm and a bad battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.